Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, depressed battery pins, which was reproduced and confirmed during evaluation. Evaluation found 2 negative battery contact pins fully depressed and unable to rebound as designed. Further evaluation found contamination and corrosion on and around the same battery contact pins. The rear case was replaced to correct this condition.

Event description:
It was reported that a spectrum pump had depressed battery pins. It was also reported there was no patient involvement.